Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: not performed as medical records were not provided for review. -product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the event nor the root cause could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
An elderly patient, underwent hip implant surgery in 2015, however, in 2018 he began to experience severe leg pain, being verified by computed tomography of the thigh and left hip, "fracture in the middle third of the intramedullary component of the femoral prosthesis", that is, the femoral stem had broken.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
An elderly patient, underwent hip implant surgery in 2015, however, in 2018 he began to experience severe leg pain, being verified by computed tomography of the thigh and left hip, "fracture in the middle third of the intramedullary component of the femoral prosthesis", that is, the femoral stem had broken.